Manufacturer narrative:
Correction: (B)(4). Placeholder.

Manufacturer narrative:
Information in section f10 was provided by the manufacturer.glare, photophobia, epithelial ingrowth.the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Account reported that patient underwent uneventful ilasik on (B)(6) 2013. It was referred back by his comanaging doctor to evaluate epithelial ingrowth in left eye. The patient had been stable per affiliate but had subjective vision complaints of glare and photophobia. Elected to have epithelial ingrowth removed. On (B)(6) 2014, patient underwent flap lift in left eye for removal of epithelial ingrowth. On (B)(6) 2014, post-op patient was 20/20 in left eye and 20/15 in right eye.